Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Multiple attempts were made to gather data from the rep as. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part.

Event description:
Our OEM distribution partner "xtant medical has received a product complaint from the streamline tl spinal fixation system, in which it was reported that two 6.5 x 40mm screw implants (unknown product code, lots 380167t and 387549t identified during 1/24/24 revision procedure) were identified as broken which required a revision procedure. Xtant medical has initiated complaint (B)(4) on the issue. Attached is the imaging provided by the complaint source. Below is relevant information provided by the complaint source, please let me know if you have any questions or concerns, appreciate the assistance. Index procedure l4-l5 performed (B)(6) 2020. Additional procedure for extension of fusion to s1 on (B)(6) 2023. S1 screws malfunctioned sometime between september and december of 2023. Revision procedure for" xtant medical has received a product complaint from the streamline tl spinal fixation system, in which it was reported that two 6.5 x 40mm screw implants (unknown product code, lots 380167t and 387549t identified during (B)(6) 2024 revision procedure) were identified as broken which required a revision procedure. Xtant medical has initiated complaint (B)(4) on the issue. Attached is the imaging provided by the complaint source. Below is relevant information provided by the complaint source, please let me know if you have any questions or concerns, appreciate the assistance. Index procedure l4-l5 performed (B)(6) 2020. Additional procedure for extension of fusion to s1 on (B)(6), 2023. S1 screws malfunctioned sometime between september and december of 2023 revision procedure for removal and replacement of implants on (B)(6) 2024 without complication."

Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Multiple attempts were made to gather data from the rep as. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part. The following sections of this report have been left blank due to the information being unavailable or non-applicable.

Event description:
Our OEM distribution partner "xtant medical has received a product complaint from the streamline tl spinal fixation system, in which it was reported that two 6.5 x 40mm screw implants (unknown product code, lots 380167t and 387549t identified during 1/24/24 revision procedure) were identified as broken which required a revision procedure. Xtant medical has initiated complaint (B)(4) on the issue. Attached is the imaging provided by the complaint source. Below is relevant information provided by the complaint source, please let me know if you have any questions or concerns, appreciate the assistance. Index procedure l4-l5 performed october 2020 additional procedure for extension of fusion to s1 on july 19, 2023 s1 screws malfunctioned sometime between september and december of 2023 revision procedure for" xtant medical has received a product complaint from the streamline tl spinal fixation system, in which it was reported that two 6.5 x 40mm screw implants (unknown product code, lots 380167t and 387549t identified during 1/24/24 revision procedure) were identified as broken which required a revision procedure. Xtant medical has initiated complaint (B)(4) on the issue. Attached is the imaging provided by the complaint source. Below is relevant information provided by the complaint source, please let me know if you have any questions or concerns, appreciate the assistance. Index procedure l4-l5 performed october 2020 additional procedure for extension of fusion to s1 on july 19, 2023 s1 screws malfunctioned sometime between september and december of 2023 revision procedure for removal and replacement of implants on (B)(6) 2024 without complication."